Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on an unknown side on (B)(6) 2007. Legal counsel further reports patient allegations of pain. No revision procedure has been reported to date. This report is based on allegation set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - unknown. Expiration date - unknown. Date explanted - unknown. PMA/510 number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.